Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending.

Event description:
The pt underwent initial fusion surgery in late 2005. Sometime after the surgery, the pt presented with diffuse back pain. In early 2009, the pt underwent revision surgery. The pt was fused. At that time, it was found that the incompass polyaxial screw had loosened at s1. As it was being removed the tulip head on this screw disassembled. The surgeon removed the entire construct and reimplanted another one from l4-s1.